Manufacturer narrative:
The insulin pump was received with button error alarm and no button response due to corroded keypad traces. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the buttons were not responded and the insulin pump alarmed button error. The customer stated that the device was not exposed to moisture and a button was not pressed for 3 minutes or longer. Customer's blood glucose value was 7.7 mmol/l. It was advised to discontinue the use of the device and revert to a back-up plan. The insulin pump was replaced and returned for analysis.